Event description:
An unknown size aneurx bifurcated stent graft was inserted into a pt for the endovascular treatement of a 5.2 cm abdominal aortic aneurysm. The aortic neck was reported to be 15 mm and had an angulation of 25-degrees. It was reported that the physician attempted to slightly pull the deployed stent graft down and the stent graft slipped into the aneurysm sac. The physician placed three aortic cuffs in an attempt to build the graft system back up into the aortic neck. The angiogram demonstrated that there was still a type I endoleak present. A reliant balloon was used, but the type I endoleak still did not resolve. The type I endoleak could not be resolved and the physician elected to surgically convert the pt to a conventional open repair of the aaa. The user facility discarded the stent graft; therefore no analysis of the removed device will be performed. No additional sequelae were reported and the pt is fine.